Event description:
A tandem mobi cartridge alarm was reported by the caller during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller was initially unable to resume insulin therapy due to cartridge issues; however, technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was successful. The caller was eventually able to load a new cartridge with guidance from technical support, successfully resuming insulin therapy and resolving the issue.